Event description:
A home patient (hp) contacted baxter's technical service center (tsc) to report the observation of a hole in the tubing of the homechoice set during dwell 9/10 of their automated peritoneal dilaysis therpy. Baxter tsc assisted hp in ending therapy early. Reportedly, the hp did check their supplies before using them and found nothing unusual with the homechoice set. Additionally, no leakage was noted during priming, nor the first few cycles of their therapy. Per the hp, the dog may have punctured the excess tubing laying on the floor. No patient injury or medical intervention was associated with this incident, per the home patient.